Event description:
Revision surgery was performed on (B)(6) 2025 due to loosening/disassembly of glenoid components. Patient underwent primary surgery in 2014 and received an anatomic shoulder replacement utilizing smr humeral components including: - smr humeral head dia 42mm (part number 1322.09.420), - smr ecc. Adaptor taper standard (part number 1330.15.272), - smr trauma humeral body #medium (part number 1350.15.010), and small 3-pegged cemented glenoid (part number 1379.50.020, lot unknown). Due to glenoid implant loosening over time, osteolysis caused significant amount of glenoid bone loss. Above-mentioned components were removed and demineralized bone matrice and cancellous bone chips were used to graft in the glenoid. New humeral body, adapter, and humeral head were implanted and patient currently has a hemiarthroplasty, until a second procedure can be undergone in the future to implant a baseplate. Patient is a female, date of birth (B)(6) 1948. The event occurred in the united states.

Manufacturer narrative:
Explanted components have been discarded therefore cannot be returned to manufacturer for identification and investigation. No review of manufacturing records for complained parts is therefore possible. The manufacturer will provide a final report as soon as the investigation is completed.